Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between september 22, 2014 and september 25, 2014. Visual inspection on the device revealed white particles ranging between 0.84 to 1.70 mm in length, floating in the fluid of the bladder. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate elastomeric device contained particulate matter inside the reservoir. The device was filled with meropenem. There was no patient involvement. No additional information is available.